Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The crt-p was explanted and replaced while the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.